Event description:
I am diabetic and had been monitoring my blood sugars with a truetrack glucose monitoring system. About there months ago, I switched to a freestyle flash monitor manufactured by therasense. Recently isuspected that my blood glucose results were not accurate. I then started to compare results between the two products utilizing blood from the same drop of blood with markedly varying results. Based on what I knew to be my carbohydrate intake and my blood sugar results it was suggestive to me that the results with the freestyle flash were markedly inaccurate. I may be reached for further comment.